Event description:
This rv lead was implanted on (B)(6)2003 and remains implanted at the time. A call was placed to technical services on 09/07/2016 stating that the output was increasing. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).